Event description:
While irrigating site, a brown fluid leaked from the handpiece, which contains batteries. (Suspect possible battery fluid leak). Wound site was irrigated with new handpiece and procedure of total knee replacement was completed.